Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/patient in france contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 the patient obtained the blood glucose reading of 122 mg/dl on the reported meter and a laboratory result of 86 mg/dl within 10 minutes. At that time the patient experienced no symptoms of high or low blood glucose levels. The patient took the action of consuming less sugar in her diet; she did not seek any medical attention or treatment. Troubleshooting revealed the test strips were in good condition and within opened expiration dating and the patient¿s testing technique was correct. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient suffered no symptoms and denied seeking medical attention. However, as the test results fell outside expected values for meter-to-lab accuracy testing, this complaint is being reported.